Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® sst¿ ii advance plus blood collection tubes experienced poor barrier separation. The following information was provided by the initial reporter: the customer stated tubes are not spinning down properly, "no serum is being extruded from the tube after spinning down." The gel layer ran into the serum after centrifugation.

Event description:
It was reported during use the bd vacutainer® sst¿ ii advance plus blood collection tubes experienced poor barrier separation. The following information was provided by the initial reporter: the customer stated tubes are not spinning down properly, "no serum is being extruded from the tube after spinning down." The gel layer ran into the serum after centrifugation.

Manufacturer narrative:
H.6. Investigation: bd did not receive samples or photos for the investigation. Therefore, 10 retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to poor barrier separation were observed. Ten retained samples were drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 3450rpm for 10 minutes, using an mse mistral 1000 centrifuge. All 10 tubes were found to have good gel separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Based on the investigation performed, bd was unable to confirm the customer¿s indicated failure mode.